Event description:
The customer reported to olympus that the tip of the thunderbeat front-actuated grip had broken off on three (3) out-of-box devices. There were no reports of patient harm associated with this event. Related patient identifier: (B)(6) (tb-0535fcs/ thunderbeat 5 mm, 35 cm, front-actuated grip type s/sn (B)(6) ). Related patient identifier: (B)(6) (tb-0535fcs/ thunderbeat 5 mm, 35 cm, front-actuated grip type s/sn (B)(6) ).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding health professional. Information was inadvertently not included on the initial medwatch. Correction to h3, information was inadvertently not included on the previous supplemental medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. Scratches were generated on the probe and the error occurred. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿. ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a physical evaluation of the subject device. The device was evaluated by olympus. The evaluation found that the allegation was not confirmed because the probe was still attached to the device with no visual indications of cracks. The device was attached to the usg-400 (ultrasonic generator) and esg-400 (hf bipolar cable), and a probe check was performed; the device passed the probe check. Both switches were checked and found to be functional. A visual inspection of the received condition was performed on the device; there was some tissue buildup. The ptfe (teflon) pad was inspected and found to be in good condition. The distal end of the device was inspected under a microscope, and surface scratches were found on the probe. The wiper movement was normal. The consistency of the movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.